Event description:
New information received noted that the patient presented for a follow-up visit at the clinic with palpitations and discomfort. Upon interrogation, it was noted that the right atrial (ra) lead exhibited noise over-sensing which resulted in pacing inhibition and inappropriate mode switch. Also, mechanical issue was suspected with the ra lead. Programming changes were made and the patient was in stable condition.

Event description:
It was reported that the right atrial lead exhibited noise problem. No intervention was performed. Patient status was not reported.

Manufacturer narrative:
Further information was requested but not received.